Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) exhibited elevated thresholds. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.